Event description:
Profound and permanent neurological damage/injuries [neurological complication from device], zinc toxicity [hyperzincaemia], copper deficiency [copper deficiency], disabilities [disability], severe and permanent physical injuries [injury], left unable to perform her normal, customary, and daily activities, [activities of daily living impaired]. Case description: an attorney reported that their client, a female (B) (6), used fixodent denture adhesive, free cream for three years beginning (B) (6) 2006 through end of (B) (6) 2009, after switching from use of super poligrip denture adhesive, original cream for approx 25 years, last known use in (B) (6) 2006, and has suffered from zinc toxicity, copper deficiency, profound and permanent neurological damage/injuries, severe and permanent physical injuries, and disabilities which have left her unable to perform her normal, customary, and daily activities. She has received and will continue to received unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation.